Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visibility/palpability was requested on march 14, 2025. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "extensive damage rupture to the inner capsule and the outer capsule". Diagnosed by an ultrasound. This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "extensive damage rupture to the inner capsule and the outer capsule". Diagnosed by an ultrasound. This record is for the right side. Device was explanted and replaced.